Manufacturer narrative:
The device is this event was used in an off-label use. There was no indication that the device malfunctions. The device was not returned and a device investigation could not be conducted. A review of labeling was conducted. Although paraesthesia foot and tendinous contracture are not specifically identified as potential adverse events, pain and neuropathy are stated as potential adverse events in the system user manual. Device not returned.

Event description:
A (B)(6) year old female (001 002 glxu) had been treated with seednet on (B)(6) 2013. After the treatment the patient experienced paraesthesia foot and tendinous contracture. The patient was treated by physiotherapy and was oriented to orthopedist. The sponsor and investigator consider the event possibly related to the medical device or to the procedure for implementation of the medical device as the event is related to the md and unexpected.